Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not worked. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer stated the insulin pump was exposed to salt water. Customer was beeping after entering in rice. Customer turned off and did turn on. Customer stated that there was no button error. After self-test, insulin pump did not turn off. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returning for analysis.

Manufacturer narrative:
Blank display due to moisture damage on the electronics. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. No beeping anomaly noted. The insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.